Manufacturer narrative:
Retained testing and a batch record review was completed and found to be satsifactory.(B)(4).

Event description:
Customer stated that a sample that was later identified with anti-c failed to react with vs372. Customer then performed compatability testing in gel and saw incompatable results. Sample in question was sent to a reference lab for further evaluation and anti-c was identified. Daily qc was performed and was found to be acceptable.